Manufacturer narrative:
The insulin pump had a failed self-test alarm during self-test due to faulty board. Analysis was unable to test with blood glucose meter and perform the download due to failed self-test alarm. The insulin pump had minor scratched display window.

Event description:
The customer reported via phone call that they received a failed self-test alarm. The customer's blood glucose was 163 mg/dl at the time of incident. The customer stated that the alarm did not occur during the rewind and prime sequence. The customer stated that the bolus amount was recorded in the bolus history. The customer stated that a basal was not programmed before the alarm occurred. The customer was advised that the insulin pump will need to be replaced. The insulin pump will be returned for analysis.